Event description:
It was reported that a homechoice device experienced multiple unknown system error alarms. A swap of the device was arranged. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2201 was identified during a review of the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Performance test was completed with no issues noted. The device met all specifications. The cause of the condition was undetermined. Should additional relevant information become available, a supplemental report will be submitted.